Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient went to the hospital due to dizziness where it was discovered that the right ventricular (rv) lead had a possible lead fracture, noise, increased short interval counts (sic), and pacing failure. The lead was explanted and replaced with a temporary lead at the catheterization laboratory and the device setting was changed to backup mode. The lead was later replaced. No further patient complications have been reported as a result of this event.